Manufacturer narrative:
Information was received via the attached journal article. Phillip c. Noble, et al "constrained cups appear incapable of meeting the demands of revision tha". Clinical orthop relat res. 2012 jul; 470(7): 19071916.

Event description:
It was reported in a journal article that patients experienced revisions on an unknown date. No further information is available at this time.